Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The non-occluded, eccentric, de novo target lesion containing a >45 and < 90 degree lesion bend was located in the moderately tortuous and moderately calcified unspecified target vessel. A 7.0 x 80 mm mustang¿ balloon catheter was selected for use and advanced to inflate the target lesion. However, upon an unknown number of inflation at 20 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was not completed due to the same device was unavailable. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was 70% stenosed. Upon the first inflation, the balloon ruptured at 20 atmospheres.